Event description:
Additional information received from a company representative (rep) reported the surgeon stated the collet would not tighten on and the cause was unknown. It was stated the collet had been discarded.

Manufacturer narrative:
Continuation of d10: product ID: 8780 serial# (B)(6) implanted: (B)(6) 2025 product type: catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial# (B)(6) implanted: (B)(6) 2025: product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 11-may-2026, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
2025-04-14 (B)(4) (hcp, rep) information was received from a healthcare professional )hcp) via a company representative (rep) regarding an out of bot catheter. It was reported that when the catheter was opened the collet was notworking. They decided to just use the spinal segment and open an additional catheter to use for the pump segment to replace the faulty collet.